Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a hypoglycemic event and cgm inaccuracies on (B)(6) 2014. The patient reported that her cgm reading was 78 mg/dl and she passed out. Patient states her daughter called emt. The emt stated the patient's blood glucose was 28 mg/dl and patient was given a glucagon shot. The patient was not hospitalized. Dexcom has issued an rga for patient to return the device to be investigated.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the receiver (part mt20649/lot 5081052), that was being used with the sensor during the reported event of inaccurate blood glucose levels was returned. Evaluation of the returned receiver and review of the downloaded data log did not confirm the reported event.